Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was reported that a pump malfunction was suspected. It was believed that the pump was delivering too much medication. On the day prior to this report, the patient was found unresponsive at her home and was lethargic. The patient¿s follow-up doctor was made aware of the situation. The patient¿s overdose was being managed. He told the nurse to call the manufacturer to check the pump system. Morphine overdose procedures were sent to the nurse. The device system was used to deliver morphine 3mg/day. It was later reported that ¿someone came out and left information in the patient¿s chart on pump management¿. However, healthcare provider (hcp) approval was needed to change the pump. The reporter wanted to turn the pump off, but could not get a hold of the implanting hcp. It was later reported that the cause of the overdose was not device-related. The patient was told not to take her oral medications after the pump was implant. The patient continued to take various oral medications anyway and that was the cause of the overdose. The pump settings were not too high. Once the patient was admitted, the pump daily dose was lowered to counteract what she had taken orally. As of (B)(6) 2014, the patient was fine and getting effective therapy.